Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated.

Event description:
This is filed to report incomplete coaptation and mitral valve regurgitation it was reported on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. One xtw clip was implanted, reducing mr to a grade of 1. Roughly six months post procedure, the patient returned for a follow up. Echocardiography showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. On (B)(6) 2023, an additional mitraclip procedure was performed. To stabilize the sdla, an additional clip was deployed medially and successfully implanted, reducing mr to a grade of 1-2. No additional information was provided.